Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Two (2) attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during the first five (5) seconds of raster pattern with patient interface (pi) after laser fired. Per account, the customer reviewed the option doing surface ablation or using a different depth at least 40 microns away from the original depth.